Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer originally reported that his olympus hd camera head was not producing an image during a therapeutic procedure. Following further discussions, according to the initial reporter, the image became blurry after starting the case. Reportedly, another camera was used to complete the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This follow up report is being submitted, to capture the device evaluation. The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was tested, and no image was present, due to a faulty cable. Additionally, kinks and a knot were found in the cable. If additional information, becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed based on the results of the investigation, the failure was caused by a faulty cable the investigation could not determine the cause of the cable failure. This issue is addressed in the instructions for use (IFU): ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to put excessive force to the camera cable. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.